Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred due to bent infusion set cannulas; however, the alarms were not audible. There was no reported adverse impact to customer's blood glucose level. Pump data was reviewed by tandem technical support and alarms were confirmed. Multiple attempts were made to follow up with the customer to address the issue; however, the customer did not respond.